Event description:
While fitting a (B)(4) female pt, a pt service representative contacted zoll customer support to report that upon connecting the electrode belt to the monitor, the belt gelled an produced a popping sound. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) was confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the gelled belt was the bent connector pins. The root cause of the bent pins cannot be positively identified but is likely forcing the connector while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.